Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly, the pump remained dimpled after pressed. The physician and nurses tried troubleshooting the device, but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which the pump was explanted and replaced. After the procedure, the patient was re-trained in the usage of the device. He improved and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly, the pump remained dimpled after pressed. The physician and nurses tried troubleshooting the device, but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which the pump was explanted and replaced. After the procedure, the patient was re-trained in the usage of the device. He improved and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the pump did not identify any leaks in the component and the functional testing showed the component performed within specifications; therefore, the reported allegations were unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that the pump kink resistant tubing (krt) was worn to the filament, but no leaks were found in the pump. Functional testing showed that the pump performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.